Manufacturer narrative:
Upon receipt, the lead was found dissected some 8 cm distal to the is-1 connector pin. All parts of the lead were received. It is reasonable to assume that the dissection of the lead originated from the explantation procedure. During the visual inspection of the returned fragments a deformation of the fixation helix was found. The lead body and the outer conductor coil was observed to be deformed. Based on the damage symptoms, it is reasonable to assume that tensile forces during the explantation procedure contributed to these observations. The analysis of the available fragments did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - during a follow-up it was observed that there was an increase in the atrial packing threshold (at 4.5v). An x-ray documented that the atrial lead was sitting in the tricuspid valve. During the lead replacement, on (B)(6), the clinician was unable to remove the lead as it was stuck in the svc. He tried to unscrew the lead, but the mechanism was not working. The clinician tried to pull on the lead, but the lead broke. Finally, the lead was extracted. No adverse patient side effects were reported.